Event description:
Facility reported on a medwatch form, "pt underwent laser laryngoscopy procedure. Intubated with mallinckrodt laser-flex tracheal tube size 4.5 i.d. & 7.0 o.d. Upon extubation encountered difficulty removing tube. Pt had to be returned to operation room for direct laryngoscopy and removal of endotracheal tube. Post operatively pt underwent treatment with steroids & unexpected overnight stay for observation of airway status."